Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aneurysm approximately 11 months ago. Aneurysm and vessel morphology was not reported. The stent graft was implanted successfully; however, there was an unknown type of endoleaks seen to follow-up thought to be type ii. The patient was brought back for evaluation and to perform intervention if needed. Upon evaluation, the 3rd component appeared to have had a bare metal spring deployed in the misaligned position and overlap was inadequate (type iii endoleak) (see MDR report# 2953200-2009-01084). A distal main talent stent graft was inserted to cover the misaligned area and address the inadequate overlap; however, the distal portion did not fully expand and was not opposed to the vessel wall (wind sock effect). A reliant balloon was used to expand the graft. When the balloon was inflated, the blood pressure caused the balloon and graft to move down. Another distal main talent stent graft was successfully implanted and covered the inadequate overlapped area. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation code, results and conclusions: stent graft was inaccurately delivered by the user.